Event description:
The customer reported that the tube's pilot balloon was deflating. A non-routine replacement of the tube was required.

Manufacturer narrative:
The MFR has notified FDA of the recall on 04/13/2010.